Event description:
Removing pins from the pt's hand with a pin puller; the coating on the inside of the pin puller surface was noted as coming off the metal; the wound was irrigated with copious amounts of sterile normal saline. Mini c-arm was used to visualize two tiny specks of the coating from the instrument; dr tried to pick out with instrumentation and irrigate out with sterile normal saline; these methods were not successful - the specks were retained in the pt.